Event description:
A customer contacted beckman coulter inc (bci) and reported that after maintenance sodium qc was within the lab's established ranges on unicel dxc 600 synchron clinical systems, but patient na recovery drifted low during the run. False low na results were reported out of the lab. The instrument was recalibrated and patient samples were re-tested. Forty (41) patient reports were amended. Treatment was not impacted based upon the false low results reported.

Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Recalibration resolved the issue; service was not generated. A clear root cause for this event is unknown.